Manufacturer narrative:
Initial and final MDR(B)(4)- device 1 of 7

Event description:
Reference number (B)(4) event occurred in switzerland it was reported that, the patient experienced issue with 7 infusion sets cannula of being kinked on (B)(6)2024. .the site of insertion was located at abdomen and the symptoms of cannula kinking were observed within 3 hours of insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available